Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located in room 3204 at the account. There was no patient/user injury reported.

Manufacturer narrative:
The technician found the brake casters internal components failed. A search of the hill-rom maintenance records shows hill-rom performed preventative maintenance on this bed in 2009 and 2011-2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.